Event description:
465 sensitive supertip. Bristles falling out while using the brush. Happened to him years ago on the 460. He is okay; no harm came to him. He wants alternative to the brush as a replacement.